Event description:
Additional information received indicating that the device was explanted and replaced. The ICD was no longer in service.

Manufacturer narrative:
A device replacement was scheduled on a later date. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted a beeping noise. The ICD was checked by the physician and confirmed that the device was at elective replacement indicator (eri). Premature battery depletion (pbd) was suspected. A device replacement was scheduled at a later date. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.